Event description:
On (B)(6) 2012 the customer stated that during preparing priming, it was not possible to use the connector (shunt adapter) because it was deformed. (B)(4).

Manufacturer narrative:
(B)(4). Damaged luer lock was not noticed during assembly. Operators are trained after the occurrence. (B)(4).